Manufacturer narrative:
The device was received with the needle partially deployed. The formed needle was extended past the bottom housing and visible through the exposed portion of the soft cannula. The tip of the soft cannula also appeared to be altered, as if cut. The overall length of the soft cannula was measured to be out of specifications; however, when and how this damage occurred is unknown. The formed needle was found disengaged from the slide retract upon opening the device and damage was seen on the slide retract due to the incorrectly installed formed needle. The incorrectly installed formed needle is what caused the needle not to retract when it deployed from the device. The incorrectly installed formed needle is also what caused the pain during insertion. The download data showed no alarms, drive stalls or timeouts during the run. No other damages or deficiencies were observed during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn longer than 48 hours.